Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem was confirmed. The monitor was tested and was found to be fully functional. It was restocked. Another the electrode belt was found to have a defective cable from ECG b to the distribution node. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this defect is unknown. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.

Event description:
A male patient called lifecor customer support to report that he was receiving arrhythmia alarms. Support suggested that he change his garments more frequently as he was only changing them once a week. Support asked him to download, but he could not because he does not have a phone. In 2007, patient called support to inform he had performed the requested download. Download was interrupted by arrhythmia alarms. Support had the patient to remove the battery, then remove the belt and then boot the monitor back up. The download was successful. It was seen by support that there was excessive noise, mostly on the ss channel. Therefore support sent the patient as replacement electrode belt.